Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer auxiliary had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer failures were related to the auxiliary unit, not the main station. There were also drawer tension issues caused by overly tight slide rails, which were adjusted by a field service engineer to restore proper function. All cable connections at the back of the main station were verified to be secure. A field service engineer determined that the barcode scanner was confirmed operational, and the mast was correctly positioned. General cleaning and inspection were completed, including debris removal, wiping down the all-in-one unit, and cleaning caked-up medicine from the front and top corner of the device. The system functioned as intended after the field service engineer repaired the device.